Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine changeout. Prior to procedure, the right ventricular lead exhibited noise that was reproducible with the patient doing isometric exercises. An insulation anomaly was also noted. The lead was capped and replaced successfully. The patient's condition was fine post procedure.